Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Investigation identified the need to replace the interconnect cable. Interconnect cable replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system would intermittently fail to boot. It was stated that the c-arm is stopping at 5 arrows and monitor remains blank. No patient injury was reported.